Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction made to accurately reflect date additional information was received by manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the previous pump ¿just completely stopped working¿ and ¿the medicine was not pumping.¿ the patient experienced withdrawal. The patient was shaking, did not have control over anything and could not sleep. The symptoms occurred the week before the pump was replaced. The patient went to the emergency room (ER) every night for one week before the issue was identified. It was reported that the ER staff was not familiar with the pump. No alarms were heard. The pump was replaced on (B)(6) 2011 but the patient still does not know what was wrong with the pump. It was reported that the pump was ¿sent in for analysis¿.

Event description:
It was reported that the pt's pump had a motor stall. The stall was confirmed in the event logs. The motor had stalled multiple times and was not related to any magnetic fields. The drug used in the pump at the time of the event was fentanyl and bupivicaine. Additional info has been requested; a f/u report will be submitted if additional info becomes available.